Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: promus element,mr,ous 2.75x12mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to stent strut rows 1 and 5 (counting from the distal end of the stent), struts were lifted consistent with the stent coming into contact with the lesion. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks most likely occurred as a result of an unintentional use error during post procedure handling or re-packaging of the device for return. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-may-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 10mm x 2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x12mm promus element drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.